Event description:
A 3.0mm diameter by 18mm s7 stent delivery system was inserted in an attempt to direct stent a calcified lesion in the right coronary artery. It was reported that during the procedure, the stent dislodged from the delivery balloon in the vessel. The stent was deployed in the proximal right coronary artery using the delivery balloon. The target lesion was subsequently treated with several pre-dilatations of a 3.0mm by 20mm ptca balloon and deployment of two other manufacturer's stents. The calcified lesion not being pre-dilated likely contributed to the event. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to the event.